Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the case was a robotic assisted lap chole and when the surgeon was using the hem-o-lok clip applier and when it was introduced into the patient it became disengaged from the clip applier and fell into the abdomen. The surgeon attempted to retrieve the clip but it was unsuccessful so he pulled the trocar out to see it had fallen into the port and it was not seen. The surgeon felt it would be detrimental to continue to look the for the clip as it posed a risk to the patient to continue to blindly look for it.